Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and cracked end cap.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer nurse that the patient insulin pump had been dropped and has caused damage. The customer's blood glucose level was unknown mg/dl. The customer was advised that we will send a replacement to the hospital.